Event description:
It was reported that the plate broke on (b)(64) 2011 and consequently lead to a breakage of the femoral diaphysis.

Manufacturer narrative:
The MFR did not yet receive explanted devices, x-rays or other documentation for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should add'l info including the final investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).